Manufacturer narrative:
After its receipt, the ICD was first visually inspected. Sparkover traces were identified in the header area during the visual inspection. Aside from this, no relevant anomalies were detected visually. Matching the clinical observation, an interrogation of the ICD was not possible. Therefore, the housing of the ICD was opened in a next step, and the internal structure was examined. Damage to the fuse that separates the battery from the electronic module and to the final shock stages was detected. The manifestation of the damages of the electronic components indicates a shock delivery into an external low-ohmic shock path, matching the observed sparkover traces in the header area. The manufacturing process of this ICD was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test of the ICD documented proper device behavior. There were no indications of a material defect or manufacturing error.

Event description:
It was reported that after the estimated implantation period of 70 months, the patient received inappropriate shocks. The ICD could not be interrogated after that. The system was explanted.